Manufacturer narrative:
We have now concluded our investigation for the complaint received. As the serial number was not provided, a review of the batch manufacturing records for this device could not be carried out. As the device could not be returned, a thorough product evaluation could not be conducted. The blockage alarm can be triggered if the integrity of the device has been compromised in any way, such as kinks or folds in the tubing, if the tubing becomes loose or if the user puts their body weight on the tubing when lying down. The alarm feature of this device is a safety mechanism to alert the user of potential issues that could potentially affect or in some cases stop delivery of negative pressure wound therapy. The feature is specially designed to comply with global safety regulations to ensure safe and proper use. On this occasion, we have been unable to confirm the reported failure mode and subsequently determine a root cause. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device kept having full/blockage alarm so the pump was replaced today along with a new dressing when customer went in for an infusion therapy and then wound care at the hospital. No additional information provided by the caller.